Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument was not applying the clip correctly. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have multiple input disks broken. Hairline cracks were found on grip input shaft #6 and #7. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The complaint regarding the medium-large clip applier instrument was not applying the clip correctly was confirmed by failure analysis. The root cause of broken input disks is attributed mishandling and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed following cleaning with some enzymatic detergents.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not applying the clip correctly. The procedure was completed with no reported injury.